Event description:
During routine testing of the device at the service center, the service tech reported the power switch was difficult to operate. The monitor was originally returned for repair of an "f0a0" error code when the faulty power switch was found. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.